Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the patient¿s current status? Is the device available for return? How was the flexible sleeve retrieved?

Event description:
It was reported by the sales rep that the device was used during the original thoracoscopy/biopsy procedure on (B)(6) 2014. Post-operatively, ¿the patient did not get better.¿ it was discovered on an outpatient CT that the flexible sleeve was left in the patient. The sleeve was inadvertently pushed into the patient at some point during the operation and left in the patient. The patient was brought back to the or on (B)(6) 2015 for reoperation to remove the sleeve. The original disease state and other patient information are unknown. It is unknown if the patient experienced any bleeding or other complications as a result of the implanted sleeve. It is unknown if or how much of the sleeve was trimmed on original procedure. It is unknown if the sleeve was retrieved via thoracoscopy or thoracotomy, but no issue was reported retrieving the sleeve. The flexible sleeve was fixated to the patient using skin staples during original procedure. The current status of the patient is unknown. It is unknown if the retrieved device is available for return.